Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly and the pump shut off in the middle of the night. When the pump was turned back on, the wake button was observed to be stuck and triggered a button alarm. Reportedly, the contact pressed the wake button several times to get the wake button unstuck. The customer¿s blood glucose (bg) level was 270 (mg/dl). A manual injection was administered to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.